Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that the target lesion was moderately calcified and the anatomy was tight. There was some resistance while attempting to cross the lesion. The stent delivery system (sds) was being removed, and at the level of the common trunk, the stent dislodged from the balloon. The stent remained on the guide wire. Using another company's balloon, the stent was recovered and implanted in an unintended site. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - the inability to cross a lesion can be affected by numerous factors. Reportedly, the target lesion was moderately calcified, which could have contributed to the difficulties experienced. It is possible that during the attempts to advance across the target lesion, an interaction between the stent implant, and pt's anatomy contributed to loosening the stent on the balloon such that when the sds was subsequently retracted, the stent implant dislodged. Based on the available incident info, though a definite cause for the failure to advance and stent dislodgement cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.